Event description:
Reference MFR. Report#1627487-2019-06193. Reference MFR. Report#1627487-2019-06194. Reference MFR. Report#1627487-2019-06195.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report#1627487-2019-06193. Reference MFR. Report#1627487-2019-06194. Reference MFR. Report#1627487-2019-06195. It was reported that 2 of the patient's leads had eroded through the skin. Surgical intervention was undertaken on (B)(6) 2019 wherein the 2 eroded leads were explanted thus resolving the issue.